Event description:
The customer contacted baxter's technical service center regarding a system error 2240 alarm, which occurred on the homechoice (hc) during use during dwell 3 of 5. The baxter technical service representative (tsr) had the home patient (hp) cycle power to clear alarm. The tsr explained the alarms to the hp and that she will need to start over with new supplies. The hp stated that she will end therapy and call her peritoneal dialysis nurse in the morning. There was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4).additional information: during follow up, the home patient (hp) stated that she was doing fine and able to continue therapy after this alarm. There was no patient injury or medical intervention reported. The hp stated that she is no longer using baxer products for peritoneal dialysis therapy.

Manufacturer narrative:
(B)(4). This complaint for the system error 2240 (air in line) was not confirmed due to a lack of sample. The root cause of the complaint was not determined. The lot number is unknown; therefore, a batch review cannot be performed. Similar reports have been received by baxter for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). The sample was not available and the availability of the lot number is unknown at this time. Baxter is attempting to obtain additional information.a follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.